Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a lead revision procedure. It was noted that the atrial lead had exhibited lead noise and oversensing that resulted in inappropriate pacing mode switch. Fluoroscopy showed the lead appeared to be crimped at the clavicle. The lead also exhibited low impedance. On (B)(6) 2020, the atrial lead was capped and replaced successfully. The patient was reported to be in stable condition.